Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/03/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: the needles took out fragments of the silicone in the vial when handled. There were fragments of silicone that remained floating in the medication and that could be aspirated during the loading of the dose by nurses and reach the patient. The occurrence of this event was during the immediate use of the product and there is no patient involvement. The sample is available for evaluation. As per the report there was no other pertinent product in use during the incident, the incident was not reported to any regulatory agency or competent body, and there was no reported harm or medical intervention required."

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00247].the previously reported type was incorrect. The correct report type is product problem only. Scar 20241001 was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include optimization of sandblasting process and equipment, increase inspection sampling frequency, and update engineering drawings to clarify sandblasting requirements. Corrective actions were verified by inspection of 3 batchs produced after improvement implementation. The first lot number produced after scar implementation is 02409011.